Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire and adverse event was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated upon removal of the sensor on (B)(6) 2018, the sensor wire was detached and stated that the sensor was located on the right side of their abdomen below the ribcage. It was indicated that the patient had an x-ray performed on (B)(6) 2018 that found a foreign object in the patient¿s body where the sensor was inserted. The patient was scheduled for surgery on (B)(6) 2018 to have the sensor removed and on (B)(6) 2018, the patient visited a different facility for surgery and stated that the doctor was not confident that they could remove the sensor wire and surgery was not performed. At the time of contact, the patient was doing good. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined.